Manufacturer narrative:
(B)(4)

Event description:
The patient recently completed radiation therapy for prostate cancer and premature battery depletion was suspected. The device was explanted and replaced and the patient is in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available. The report of premature battery depletion was confirmed. Bench testing was performed, and no sources of high current were noted. Further analysis of the battery confirmed the cause for the reported premature battery depletion was due to the presence of lithium clusters.